Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon was inflated at nominal pressure; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.